Manufacturer narrative:
Additional testing was performed with the returned strips using glycolyzed blood. An outlier was observed during testing. Failure analysis performed indicated that the returned strips had been exposed to humidity, heat or moisture. The questionable results alleged by customer and observed during testing of the returned strips was caused by the strips being exposed to extreme humidity or moisture. The manufacturing area is temperature and humidity controlled to prevent exposing the product to excessive heat or humidity; therefore the strips were exposed outside of roche control.

Manufacturer narrative:
On the morning of the event, qc passed on the same vial of strips used to produce the incorrect results. After the event, qc was performed again on the same vial of strips and qc failed. The customer's meter and test strips were returned for investigation. The customer's meter was tested using retention control solution and retention strips lot number 477939 with an expiration date of 30-nov-2020. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Investigation results: level 1: 44 mg/dl. Level 2: 303 mg/dl. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned meter was disassembled and a blue residue contamination was observed in the strip port. The log file did not contain any entries which point to a cause for the alleged result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation of the returned test strips is ongoing.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter, serial number (B)(4). The results were taken from a heel stick sample. At 12:01 pm the meter result was 126 mg/dl. At 12:04 pm the meter result was 130 mg/dl. The customer used a different vial of strips for the third test. At 12:15 pm the meter result was 58 mg/dl. This result was believed to be correct.